Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the string pulled out when she did a test pull on four of them. Consumer did not try to use defective product.

Manufacturer narrative:
Correction: b1: from adverse event to product problem. B5: this is a follow up report to correct the b1 from adverse event to product problem.

Event description:
This is a follow up report to correct the b1 from adverse event to product problem.